Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported the unit was not working and there was no sound. It is unknown if the device was in use at time of event, and there was no adverse event reported.

Manufacturer narrative:
Additional information was received the customer expected sound to come from the transducer itself rather than from the monitor. As per the definition of non-reportable, fetal transducers are not designed with a speaker in place; therefore, no sound is expected. A philips biomedical engineer (bmed) interviewed the customer, provided an exchange device, and returned the original device to the original equipment manufacturer (OEM). It was determined that the customer had expected sound to come from the transducer itself rather than from the monitor. Based on the information available in the case and provided by the bmed, the cause of the reported problem was not confirmed as the device was not returned to philips for evaluation. The alleged malfunction was confirmed. If additional information is received, the complaint file will be reopened for further investigation.